Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2013 to excise fibrous tissue from around the device, subsequent to reports of pain. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.